Event description:
This is a report of a home patient (hp) was diagnosed with peritonitis. The cause of peritonitis was break in aseptic technique, further described as mistake touch contamination. The hp was reported to be recovering. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.